Event description:
High impedance detected by system diagnostics was identified through a review of the manufacturer's programming history database. The patient's generator was disabled at the patient's next appointment on (B)(6) 2014. No further relevant information has been received to date. The suspect device has not been explanted to date.